Manufacturer narrative:
The reported event, the hinge is cracked and the o-ring is emerging from the housing, was confirmed. The hinge damage was most likely due to cleaning practices that were not consistent with the IFU which would include improper rinsing or use of improper concentration of a basic disinfectant. The o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device was placed in parts retention.

Event description:
It was reported during service at manufacturer facility that the hinges are cracked and the o-ring was coming out from the housing. Which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.